Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial implant procedure, the procedure was abandoned. Reportedly the patient experienced foot pain post op. As a result the patient was received medical supervision for one night. Steroids resolved the foot pain device information is unknown at this time. Additional devices may be added at a later date based on available information.